Event description:
On (B)(6) 2025, the patient reported skin irritation in the form of a red rash all over the skin while utilizing the electrode - patch - universal 2 channel. There is a report that the patient sought medical treatment and was advised to treat with a prescription medication: topical anti-antibiotic. There is a report that the patient did not take a break in service and/or discontinued the service. The patient did follow the instructions for skin prep and did not report having skin sensitivity/allergy to metals or adhesives.

Manufacturer narrative:
On (B)(6) 2025, the patient reported skin irritation in the form of a red rash all over the skin while utilizing the electrode - patch - universal 2 channel. There is a report that the patient sought medical treatment and was advised to treat with a prescription medication: topical anti-antibiotic. There is a report that the patient did not take a break in service and/or discontinued the service. The patient did follow the instructions for skin prep and did not report having skin sensitivity/allergy to metals or adhesives. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is (B)(6) years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.